Event description:
--

Event description:
--

Manufacturer narrative:
This lead will be returned for analysis. Upon analysis this event will be updated.

Event description:
Boston scientific received information that shortly after the implant high thresholds were noted on this right ventricular (rv) lead. The patient complained of a thumping sensation during pacing. A lead dislodgment and/or a perforation was suspected. A replacement procedure was scheduled. No patient adverse patient effects were reported.

Event description:
Bosotn scientific recieved information that shortly after the implant high thresholds were noted on this right ventricular (rv) lead. The patient complained of a thumping sensetation during pacing. A lead dislogment and/or a perforation was suspected. A replacement procedure was scheduled. No patient adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
At this time this lead has not been returned. Should the lead be returned and analyzed this event will be updated and filed.